Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain and loss of range of motion. Legal counsel further alleges that "cloudy turbid muddy-like synovial fluid¿ and ¿a pasty sediment material that was curetted and removed in total¿ were noted during the revision procedure. Review of invoice history confirmed the acetabular cup and modular head were removed and replaced with a competitor cup and a biomet head and taper during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received revision operative notes indicates the presence of cloudy, turbid muddy-like synovial fluid, pasty sediment material, a capsule in the joint, and inflamed-looking tissue. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03567 / 03568).

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011, due to patient allegations of pain and loss or range of motion. Legal counsel further alleges that "cloudy turbid muddy-like synovial fluid¿ and ¿a pasty sediment material that was curetted and removed in total¿ were noted during the revision procedure. Review of invoice history confirmed the acetabular cup and modular head were removed and replaced with a competitor cup and a biomet head and taper. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.